Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and low speed was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the set screw for the spindle housing/drive shaft was confirmed to be damaged/worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.